Event description:
It has been reported that ECG monitoring accessory did not function during use as part of resuscitation attempt. No death or serious injury was reported in conjunction with this report.

Manufacturer narrative:
(B)(4). Method: device functionality assessed by means of review and internal device memory. Results code: AED passed subsequent self diagnostic checks. Conclusions: no associated AED malfunction. Accessory ECG monitoring cable was used after expiration date indicated on accessory labeling. Note: this accessory is not utilized in ECG assessment/delivery of therapy. Issue is being reported due to associated deployment. Date of manufacture: (B)(4) 2008.